Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted for battery depletion. There were no allegations against the device. Reliability assurance lab found that the device did not meet longevity expectations.